Event description:
This event took place in (B)(6). A temporary bridge made of prevision temp was fixed under local anesthesia using a competitor's cement. During the first follow up appointment healing progress was documented. Almost 4 weeks after fixing the temporary bridge the patient described a hot and tingling sensation on the lower lip. Clinically no redness or swelling was noted at that time. The patient has been consulting with another doctor regarding his lip and wants to have an allergy test performed. It is unknown whether the allergy test will be performed, and when the results are going to be available. Therefore, no allergen has been determined by now. Additionally, patient suffers from recurrent chronic periodontitis which is intermittently treated with antibiotics. This material is not sold in the USA; however, kulzer north america distributes a comparable product.

Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an allergic type of reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. The patient reported having an allergic type of reaction consisting of a swollen lip, after having a temporary bridge placed on the front lower teeth. The dentist provided details regarding the anesthetic and competitor's cement used. Patient sought treatment from their medical doctor in regards to the swollen lip. An allergy test has not been completed at this time and it is unknown if an allergy test will be conducted. We cannot determine if our product did or did not cause this allergic type of reaction, especially as other medical devices and medicinal products have been used during that timeframe. Therefore we will report this incident out of an abundance of caution. This material is not sold in the USA; however, kulzer north america distributes a comparable product. We are reporting a few day late due to technical issues with FDA webtrader application.